Event description:
Five weeks after this surgery, the plate broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Previous review of patient x-rays was able to confirm the patient had a non union and the device fractured. No other observations could be made without evaluating the actual product. It is known the product is not meant to be weight bearing. A search of the complaints databases finds no other reports against the product/lot code combination since its release to distribution. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.